Manufacturer narrative:
(B)(4). The customer returned one sealed pouch of product code 5-10506 for investigation. The actual complaint sample was not returned. The returned sample was visually examined with and without magnification. All markings appeared typical. No defects or anomalies were observed. The IFU for this product indicates that "a radiopaque line is incorporated into the full length of the tracheal tube." "The user should be alert for anatomical variations including the inside dimensions and length of the patient's airway. Reliance on the pre-cut indicator should not be substituted for expert clinical judgement. The centimeter markings are provided to monitor the relative position of the tube against a landmark such as the teeth. Following intubation, the tracheal tube should be properly secured to help eliminate undesirable movement." The reported complaint of the et tube is not radiopaque could not be confirmed based upon the sample received. The customer returned only a representative sample. A DHR review was performed with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of this complaint issue could not be determined based upon the information provided and without the actual complaint sample.

Event description:
The customer alleges that during an infant intubation, radiology could not detect the position of the endotracheal tube. Various pieces of x-ray equipment were used to locate the position of the endotracheal tube, but none were successful. The patient was transferred to a more specialized medical center and the staff decided to leave the endotracheal tube in place for the transfer.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device sample was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the device sample to perform a proper investigation and confirm the alleged defect. At this time the device sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due to the lack of the device sample to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to be monitoring trending on similar complaints.

Event description:
The customer alleges that during an infant intubation, radiology could not detect the position of the endotracheal tube. Various pieces of x-ray equipment were used to locate the position of the endotracheal tube, but none were successful. The patient was transferred to a more specialized medical center and the staff decided to leave the endotracheal tube in place for the transfer.